Event description:
It was reported that during use the remer (6 mm) broke. All pieces were removed.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited. Insufficient clinically relevant information/documentation was provided to perform a thorough medical investigation; therefore, the root cause cannot be concluded.